Event description:
It was reported that the insulin pump had unresponsive buttons so the customer could not administer any insulin. The customer's blood glucose was 450 mg/dl. The customer stated that they did a temp basal in the morning of the phone call, but, it had already expired. The customer stated that the keypad anomaly had been an issue for approximately a month. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that all the buttons did function properly. No damage on the keypad assembly noted during visual inspection. The device was received with minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads. The lcd connector was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.